Event description:
Initial hba1c result 5.7%. Same sample repeated gave result of 9.5%. Initial result was not reported. The field svc rep determined the rotor was out of alignment. The instrument was repaired.